Event description:
It was reported that during a da vinci-assisted surgical procedure, the blades of 8 mm monopolar curved scissors (mcs) instrument would not close completely, preventing efficient cutting of the tissue. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) fell into the patient's anatomy. The procedure was completed robotically without any delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.